Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 54 and 127 mg/dl. Tests were done within 7 mins. Pt reported "control solution test = 122 and 114 (range 103-140)". Pt did not experience any adverse events. No further info has been reported.